Event description:
It was reported that the xenon light source had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. - based on the results of the investigation, definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.